Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was not impacted. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the supplies had been in use for 4 days. A supply change was performed to address the occlusion alarm.